Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, received a green cable error code. They stopped the case with the samples retrieved. They were biopsing calcifications and the targeted calcifications were not in the samples retrieved. They sent the pt home under normal post biopsy instructions and rescheduled the pt for another day.